Event description:
Received information the patient experienced an intermittent shocking sensation while the stimulation was turned off. The amplitude was turned down to 0.0v prior to turning the stimulation off and the shocking still occurred. Patient stated this had been happening for some time and she found it very uncomfortable. Patient was recently very ill and was unable to get food down for 4 days and had planned to see her physician. She also felt she never had therapeutic effect. There was no accident or incident related to this event. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).